Event description:
It was reported that the patient presented to the emergency room (ER) on friday morning with withdrawal symptoms. The pump logs were checked on the date of the report and a motor stall was noted on (B)(6) 2014 at 10:08 am, and a motor stall recovery was recorded on (B)(6) 2014 at 9:39 am. Magnetic influence had been ruled out, including magnetic resonance imaging (MRI). The reporter noted they were planning to replace the pump. The pump was not set to minimum rate and was running at the rate it was programmed prior to the stall. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly of corrosion and-or wear and-or lubrication and stall due to shaft bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient had heard the critical alarm on (B)(6) 2014 and shortly after began to experience withdrawal symptoms and presented to the ER (as previously reported). Then on (B)(6) 2014, the patient heard the critical alarm again and presented to the ER and was admitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was explanted. It was stated there was a pump stall at (B)(6) 2014 at 09:06 that recovered on (B)(6) 2014 at 21:53. It was reported there was a stall on (B)(6) 2014 at 10:07 that recovered on (B)(6) 2014 at 09:12 which was the same day the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.